Manufacturer narrative:
The astral device main circuit board was returned to (B)(4) design house and an extensive engineering investigation was performed. Testing of the main circuit board (pcb) confirmed the reported device self-test failure at hardware initialization. Further testing on the main pcb could not reproduce the device start-up failure. After a power cycle, the main pcb was operating normally. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and unresponsive. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the inoperable device was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and unresponsive. There was no patient injury reported as a result of this incident.